Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: a review of the bolus history verified 8 boluses were programmed and delivered totaling 8.15 units. The bolus history verified the bolus total daily dose recorded 8.15 units with no discrepancies. The complaint regarding bolus totals not matching could not be verified or duplicated. The pump passed all required testing for delivery accuracy. A 10 unit normal and 10 unit audio bolus was programmed and delivered during investigation both recorded accurately in the bolus and total daily dose history. The pump history confirmed the pump was delivering the programmed basal rate. No evidence of delivery interruptions or defects were found. Unrelated to the original complaint, the battery compartment was cracked at the left side of the grip from the threads to the seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings issue. It was reported that the bolus totals did not match. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl. However, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.